Manufacturer narrative:
(B)(4). Results (other): visual inspection of the returned product showed lens was returned in liquid and it was split into two pieces. Additionally, both the haptic were torn with a piece of the optic and missing. Conclusion: based on the complaint history and the evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
A lens accountability form was received with the reason not implanted "iol broke into pieces." The lens was returned with the comment "haptic damaged on the field-not implanted-haptic sheared off." Additional information was requested but not yet received. If additional information is obtained a submitted medwatch form will be submitted.